Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that foreign matter was found in an unspecified bd 50ml syringe. There was no report of patient impact. The following information was provided by the initial reporter: reports of debris within bd 50ml syringes.

Event description:
It was reported that foreign matter was found in an unspecified bd 50ml syringe. There was no report of patient impact. The following information was provided by the initial reporter: reports of debris within bd 50ml syringes.

Manufacturer narrative:
Investigation summary no samples, photos or product information was available for evaluation. A device history review could not be completed as no batch number was provided. As a result, bd was unable to verify the reported issue or determine a definitive root cause at this time. If samples, photos or additional information is received, bd will re-open the file and investigate accordingly.